Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 135 ohms. The device exhibited shock impedance alert a month back. Technical services (ts) recommended to increase the shock impedance alert range. This rv lead remains in service at this time. No adverse patient effects were reported.